Manufacturer narrative:
Specific information with regard to the patient's weight was not provided. The patient had been admitted to the hospital for a broken leg on (B)(6) 2014. On (B)(6) 2014, the patient was placed onto a radiologic mat which had previously been cleaned using the cavicide and/or a competitor's surface disinfectant product (pdi sani-cloth plus) for the duration of his leg surgery as well as after the surgery had been completed. The complainant could not verify if either of the alleged products (cavicide and the competitor product pdi sani-cloth plus) were used separately, at the same time, or used at all on the mat prior to patient use. The patient was unconscious and remained in contact with the mat for approximately twenty-four (24) hours before the symptoms of redness, blistering, and the debriding of skin were noticed. The hospital debrided the patient's skin and applied duoderm to the burns for treatment. The patient was also prescribed pain medications, and following his release, required a separate return visit to the hospital due to the burns. It was confirmed by metrex that the patient has fully recovered; however, residual scarring from the burn is apparent on the patient's skin. The complainant declined to provide information with regard to the hospital where the incident occurred; therefore, no further information could be obtained. Metrex has requested that the complainant report any new information with regard to this patient. An update will be provided if any new information becomes available. The product involved in the alleged incident was not returned and no lot number was provided; therefore no further evaluation can be conducted.

Event description:
A patient's father alleged that his son had experienced a chemical burn on his back and buttocks following a surgery in which he was placed on a radiologic mat which had previously been cleaned using the cavicide and/or a competitor's surface disinfectant product.